Event description:
The customer reported having low blood glucose of 21mg/dl for two hours. Troubleshooting was performed. The customer's most recent glucose reading was 81mg/dl, and she has treated with food. The reservoir was showing the same amount of insulin the status screen shows. The customer stated that she entered 0.825 units of insulin to correct glucose level, but 8.25 units were delivered. The customer stated that she realized when she woke up with low blood glucose and groggy. The customer was able to treat with food and juice. The customer stated that this incident happened three times, and she is sure not bolusing too much insulin. The customer did not feel comfortable and requested a replacement of the insulin pump. The customer has disconnected the device, and she is using the back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.